Event description:
In (B)(6) 2020 I was diagnosed with lymphoma caused by my breast implants. Surgery was done in 2006: implants inamed mcghan, st 110 240cc right one sn (B)(4), lot 1253109, left one sn (B)(4), lot 1253106. This make and model are in the dangerous recall list of allergan products. Histological tests of 3 removed lymphatic nodes were done (B)(6) 2020 and was also revised by another institute (B)(6) 2020. On (B)(6) 2021 surgeon removal of implants planned. After removal capsule will be sent for pathology test. I will update you about test conclusion. My email: (B)(6) kind regards, (B)(6), my birth day (B)(6). FDA safety report ID # (B)(4).